Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after closing the pocket, it was observed on fluoroscopy that the right atrial (ra) lead pin was not inserted past the setscrew on the implantable cardioverter defibrillator (ICD). The pocket was reopened, and the pin was reinserted into the device and the positioning was confirmed. The pocket was reclosed and the lead and device remain in use. No patient complications have been reported as a result of this event.